Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4)

Event description:
Customer reported the baxter clearlink secondary medication set s separating itself from the bbraun primary set, product information is unknown. The condition occurred in the or. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The device is not available for evaluation. A follow up medwatch will be submitted is additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Due to lack of sample, the reported condition was not confirmed and the root cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A batch review will not be performed due to insufficient lot information.